Manufacturer narrative:
.

Event description:
During an internal review of programming and diagnostic history, it was identified that an interrupted system diagnostic test occurred that caused an unintended change in device settings. The settings were not corrected on the same date. No patient adverse events were reported. The interrupted system diagnostics are not recorded in the available programming history